Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 balloon and cuff due to cuff leak. Additional information received stated that there was a hole in the cuff.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 balloon and cuff due to cuff leak. Additional information received stated that there was a hole in the cuff.

Manufacturer narrative:
The ams 800 device was visually and microscopically inspected. The ams 800 occlusive cuff was visually and microscopically inspected. Microscopic inspection revealed a leak in the cuff shell proximal to the cuff edge that was the result of fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The leak test failure identified during product analysis confirm the reported urinary incontinence, as the leak is the probable cause of the reported issues. Product analysis confirmed a device malfunction. Analysis showed a leak in the occlusive cuff shell. The cuff damage is consistent with wear and fatigue at a corner of a fold. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. This conclusion is supported by the following objective evidence: there is no objective evidence that the user did not properly handle or use the device according to the IFU, additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence is included as a potential adverse event in the product labeling. No further review is required. The ams 800 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 800 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required